Event description:
During an in clinic follow-up, loss of capture and high pacing impedance was observed on the right ventricular (rv) lead. An x-ray was performed and no anomalies were observed. The lead was capped and replaced to resolve the event and the patient was in stable condition.